Event description:
This unsolicited case from united states was received on 13-feb-2017 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after few days experienced pain in left knee, swelling in left knee and 9 ml of turbid fluid was aspirated. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, patient initiated treatment with synvisc injection, at a dose of 2 ml (batch/lot number: 6rsp008c and expiration date: 31-may-2019, route and frequency: not provided) for osteoarthritis. On unknown dates in (B)(6) 2016, few days after receiving first injection, patient experienced pain and swelling in the left knee with 9 ml of turbid fluid aspirated 1 week after the injection and reinjected with cortisone. Action taken: unknown. Corrective treatment: cortisone for all events and fluid aspirated for effusion (l) knee. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsp008c expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp008c no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for all events additional information was received on 27-feb-2017. Ptc results were added and text amended accordingly.

Event description:
This unsolicited case from united states was received on 13-feb-2017 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after 2 days experienced pain in left knee, swelling in left knee and after few days 9 ml of turbid fluid was aspirated. The relevant medical history included bladder cancer and the patient was allergic to paracetamol. No concurrent conditions were reported. The patient was not taking any concomitant medication. On (B)(6) 2016, patient initiated treatment with synvisc injection, at a dose of 2 ml (batch/lot number: 6rsp008c and expiration date: 31-may-2019, route and frequency: not provided) for osteoarthritis left knee. On (B)(6) 2016, 2 days after receiving first injection, the patient experienced increased pain and swelling in the left knee. On an unknown date in (B)(6) 2016, few days after receiving first injection, 9 ml of turbid fluid was aspirated 1 week after the injection and reinjected with cortisone. On (B)(6) 2016, the patient recovered from increased pain and swelling in the left knee. Action taken: permanently discontinued. Corrective treatment: cortisone for all events and fluid aspirated for effusion (l) knee. Outcome: unknown for 9 ml of turbid fluid aspirated and recovered for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsp008c expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp008c no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for all events additional information was received on 27-feb-2017. Ptc results were added and text amended accordingly. Additional information was received on 19-apr-2017 from a health care professional. Height and weight of the patient was added. Action taken was updated from unknown to drug withdrawn nos. The indication of synvisc was updated from osteoarthritis to osteoarthritis left knee. The event onset date for the events of pain in left knee and swelling in left knee was updated from dec-2016 to 03-dec-2016. Medical history and allergy history was added. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited case from united states was received on 13-feb-2017 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after few days experienced pain in left knee, swelling in left knee and 9 ml of turbid fluid was aspirated. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, patient initiated treatment with synvisc injection, at a dose of 2 ml (batch/lot number: 6rsp008c and expiration date: 31-may-2019, route and frequency: not provided) for osteoarthritis. On unknown dates in (B)(6) 2016, few days after receiving first injection, patient experienced pain and swelling in the left knee with 9 ml of turbid fluid aspirated 1 week after the injection and reinjected with cortisone. Action taken: unknown. Corrective treatment: cortisone for all events and fluid aspirated for effusion (l) knee. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events.